Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle's cannula was broken. The following was translated from chinese to english: on october 11, 2023, due to the injection of polyethylene glycol losenatide injection, the patient found that the interface between the disposable injection pen needle and the insulin pen could not be tightened during the regular installation process. The needle for the disposable injection pen was replaced with a new one. Finally, tighten the interface with the insulin pen. Cause analysis: the needle mouth of the disposable injection pen is cracked.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle's cannula was broken. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, due to the injection of polyethylene glycol losenatide injection, the patient found that the interface between the disposable injection pen needle and the insulin pen could not be tightened during the regular installation process. The needle for the disposable injection pen was replaced with a new one. Finally, tighten the interface with the insulin pen. Cause analysis: the needle mouth of the disposable injection pen is cracked.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.